Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer's pump was damaged and that the cartridge will not sit in place properly. The customer reverted to an alternate method of insulin therapy. There was no reported adverse effect to the customer's blood glucose level.